Event description:
Customer reported poor image quality during a case in 2007. Occurred with the patient on the table. Confirmed sw version to be 4.8.34. There was no injury to the patient.

Manufacturer narrative:
Gehc surgery fse was given the details of the problem and proceeded to inspect the system. Fse measured focus, kv tracking and kv accuracy. The results were all within ge oec specifications. User did not save images of the patient's case in this unit. System operating according to ge oec specifications.